Event description:
Hill-rom received a report from the account stating that the nurse call function was not working. The bed was located at the account in medsurg. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed trouble shooting over the phone and found the account did not know how to enable the nurse call feature. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on its beds. Hill-rom technical support inserviced the account and explained how to enable the nurse call feature to resolve the issue. Based on this information, no further action is required.